Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the occlusion alarms, but the alarms continued. Customer changed supplies and reverted to a manual insulin injection to address the occlusion alarms. Customer's blood glucose level was 400 mg/dl.

Event description:
Customer's blood glucose level ranged from 200-400 mg/dl.